Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During evaluation, the reported problem of flow accuracy test failed was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log (ehl) revealed the last day of customer use 2 infusions) programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.